Event description:
Customer reported problems found during maintenance. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram and cross brake handles. System operates as intended.